Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2500 times. The following information was provided by the initial reporter: translated to english. The customer stated "overfilling of 363048 na citrate tubes post collection. The collection was done by vacutainer(r) closed collection technique using bd flashback needle."

Manufacturer narrative:
H6: investigation summary: bd received 5 samples and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, all customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 2500 times. The following information was provided by the initial reporter: translated to english. The customer stated "overfilling of 363048 na citrate tubes post collection. The collection was done by vacutainer(r) closed collection technique using bd flashback needle."